Manufacturer narrative:
A ge oec service representative investigated the issue and one part of the battery pack was flat. The battery pack was removed and replaced as well as the power cap module. The system was tested, found to be operating as intended, and released to the customer for use. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system displayed filament regulator failure error message.